Manufacturer narrative:
Block e1: initial reporter address is(B)(6); reported here as address exceeded character limit for designated field. Block h6: impact code f1001: is being used to capture the reportable issue of aborted/cancelled procedure. Block h11: the device was returned for analysis, and a media inspection of photo was performed. It was noted that the photo did not show information relevant to reported problem. During functional testing of the device, it was identified that there was no articulation on the up and directions defects were found on the articulation wire stretching on the circular articulating mechanism during visual and x ray inspection caused by the corroded bowden ferrule. The device can display a clear live image. A media inspection was performed but the provided picture shows the packaging and not the deflection problem. A device history record (DHR) review confirms the device met all manufacturing specifications. Based on the investigation and analysis results, a conclusion code of cause traced to component failure meaning expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the lithovue flexscope stopped deflecting and the procedure was cancelled due to this event.

Event description:
It was reported that the lithovue flexscope stopped deflecting and the procedure was cancelled due to this event.

Manufacturer narrative:
Block e1: initial reporter address is(B)(6). Reported here as address exceeded character limit for designated field. Block h6: impact code f1001: is being used to capture the reportable issue of aborted/cancelled procedure.